Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2016. The patient reported experiencing pain and redness in the implanted eye. On (B)(6) 2018, patient was diagnosed with endophthalmitis in the implanted eye. The surgeon reported that there was no device exposure. A vitreous tap biopsy was performed. Patient was administered an intravitreal injection of ceftazidime and vancomycin. Patient was prescribed vigamox, prednisone, and avelox. The patient was seen on (B)(6) 2018, and there was no evidence of active infection. The patient was reported to have completed her medications. There was no defect or malfunction of the device associated with this event.